Event description:
The user received analyzer alarms and questionable ion selective electrode (ise) results for three patient samples. Of the data provided, the sodium results for one patient sample were discrepant and reported outside the laboratory. The initial result was 125 mmol/l which was reported outside the laboratory. The repeat result on the same analyzer was 138 mmol/l. The repeat result from an istat analyzer was 139 mmol/l which was reported as the corrected result. The user stated they talked to the doctor involved when they issued the corrected report for the incorrect sodium result that had been released. The doctor stated that no action had been taken in response to this incorrect result. The patients were not adversely affected. The sodium electrode lot number was l83. The expiration date was not provided. The user removed the electrodes and found crystallization in the reference electrode area. She then cleaned the area and reseated the electrodes. The field service representative determined there was a salt bridge on the ise electrodes, a pin hole in the vacuum line and a low rinse dispense volume. He cleaned the reference electrode, replaced a vacuum line and replaced two rinse lines. To verify the analyzer operation, he ran precision testing.